Manufacturer narrative:
While the device was not returned for physical investigation. Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Surgery successfully treated the hematoma. It should be noted that the staff felt this was a possible back wall stick which resulted in the hematoma.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the wire, the disc was de-deployed and the device was removed. At this point, hemostasis was achieved. Patient was transferred to recovery and the patients vitals dropped and a hematoma developed. An ultrasound was performed, which confirmed the hematoma. A stent was placed to control the bleeding. While bleeding stopped with the placement of stent, the patient was still unstable and was brought back to the operating room for debulking of the hematoma. The patient recovered from the surgery and was discharged. It is noted that the staff felt this was a possible back wall stick which resulted in the bleeding.